Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy, the ultra fast-fix broke, quality issues were reported. The procedure was completed using a s+n back up device. There was a delay greater than 30 minutes. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were returned on the needle. The t1 is behind the dimple. The variable depth straw has been trimmed. A functional evaluation showed the t1 could not be deployed due to its position behind the dimple. The failure to fire have been determined to be related to the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include pushing t1 behind the dimple. Based on this investigation, the need for corrective action is not indicated.